Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. Aortic neck was 2.5 cm long. Vessels were unremarkable. After the endurant bifurcated stent graft was deployed, an obvious type IV endoleak/blush was seen on the final angiogram. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine. Films were received and review of angio at implant showed a likely type IV endoleak near the flow divider.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (unknown cause of endoleak). Evaluation, conclusion: (B)(4) (unknown cause of endoleak).